Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with three proglide devices. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the initial MDR report, additional information was received. A guide break was found during analysis of two of the returned proglide devices. Additional follow up indicated it was not possible to confirm that the guide break did not occur during the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue, needle to cuff miss. The returned device analysis noted a break to the guide. Information was received stating that the physician did not report any breakage during the procedure and the break probably occurred during manipulation. This information suggests the observed break to the guide may have occurred due to manipulation of the device during removal from the anatomy or post procedure handling. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.